Manufacturer narrative:
(B)(4). Echo evaluation: there is both anatomic and hemodynamic evidence of significant structural valve degeneration of both the aortic and mitral bioprostheses, with mixed stenosis and regurgitation (probably moderate mitral stenosis and trace mitral regurgitation; probably moderate or moderate-to-severe aortic stenosis and mild-to-moderate or moderate aortic regurgitation). The aortic valve gradients suggest a degree of stenosis out of apparent proportion to the visualized valve anatomy, which could be explained by limited visualization of the minimal valve orifice on 2d echo, superimposed aortic regurgitation, and/or pressure recovery (in the setting of a non-dilated aortic root). The finding of structural valve degeneration ~ 8 years following bioprosthetic valve replacement in a patient who would have been ~ (B)(6) at the time of surgery probably would not be considered premature.

Event description:
Edwards received information that a patient underwent transcatheter valve-in-valve intervention in the mitral position due to bioprosthetic valve stenosis. The original 29mm mitral pericardial valve was implanted for eight (8) years and three (3) months. At the same time the patient also had transcatheter valve-in-valve intervention performed in the aortic position. It was learned that the patient was pregnant and presented nyha iii-IV, so it was determined that the valve-in-valve intervention was the best option. Both mitral valves remain implanted. The patient was noted to have been discharged.

Manufacturer narrative:
(B)(4). Device was not returned. The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve further information are in process. If additional information is received a supplemental MDR will be submitted. Without return of the device or additional information the clinical observation cannot be confirmed and root cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient required two valve-in-valve procedures in the mitral and aortic positions due to bioprosthetic valve degeneration leading to stenosis.